Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio iq meter powers off during use. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests her blood glucose 3x daily and her results are usually around ¿7.1 ¿ 11 mmol/l.¿ the patient manages her diabetes with metformin pills (850 mg) and lantus insulin (40 units at 5pm). The alleged issue began on the afternoon of (B)(6) 2013. The patient denied making changes to her usual management routine. An hour prior to the start of the alleged issue, the patient claimed she felt symptoms of dry mouth and shaking. The patient reportedly went to emergency room (ER) and obtained blood glucose results of ¿3.3 and 2.6 mmol/l¿ with the e.r./ hospital meter. The patient was given orange juice and cheese as treatment . The patient felt better about 1 ¿ 1 ½ hours later. After treatment, the patient obtained results of ¿4.7 and 7.9 mmol/l¿ before going home. No additional treatment was provided. At the time of troubleshooting, the cca noted there was no indication of misuse. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Although the patient was administered treatment by a health care professional (hcp), there is no indication that the reported issue caused or contributed to a serious injury. The patient¿s reported symptoms occurred before the alleged issue first began. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 ¿ (09/02/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 8/1/2013 and 8/28/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.